Event description:
Two of the base unit's internal contacts appear to have burned. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.